Event description:
Stapler misfired or failed during laparoscopic donor nephrectomy of left kidney. There was bleeding from the left renal artery so the left renal artery was repaired. The pt required 2 units of blood.